Manufacturer narrative:
(B)(4). The hospital gave the device to the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code (B)(4) indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. The device was explanted and was given to the patient. No additional adverse patient effects were reported.